Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter. (B)(4). Analysis of the pump found low battery reset due to undetermined cause.

Event description:
Information was received from a healthcare professional via a company representative in regards to a patient who was being treated with lioresal intrathecal (2000 mcg/ml) at a dose rate of 900 mcg/day. On (B)(6) 2015, the patient's pump motor stalled, premature battery depletion occurred, and the patient experienced baclofen withdrawal. The patient's pump had been interrogated and there was a critical alarm, which was the diagnostic/troubleshooting performed in relation to the event. The patient was in the emergency room receiving care and being managed on oral baclofen. The issue had not resolved at the time of this report. Surgical intervention (pump replacement) was planned for (B)(6) 2015. The patient was alive with injury as of the date of this report. The pump logs were provided which indicated that a pump reset occurred on (B)(6) 2015 at 23:59 due to low battery on (B)(6) 2015 and the pump was in safe state. The patient's indication for pump use was intractable spasticity and cerebral palsy. (No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent)